Event description:
It was reported that the patient complained of chest discomfort and other symptoms, a CT scan was performed and showed a large thrombus above and below the ivc filter and also above and below the renal veins. The physician found that the filter had penetrated the cava wall, and tilted with some struts extending above the renal veins. After considering various treatment alternatives, the physician decided to place a permanent ivc filter in a suprarenal location above the level of thrombus and to conduct catheter directed thrombolysis within the ivc. Reportedly, the filter had been implanted, four months ago, the same day the patient had a c-section.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unknown. The device remains implanted, therefore, not available for evaluation. The event investigation is currently underway.